Event description:
The spring and button disassociated from the broach handle. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation results indicated that the event was attributed to overload of the shaft and/or screw due to impact. Although the mechanism was not designed to be impacted, corrective action was implemented to improve the strength and reliability of the lock shaft mechanism if impacted.